Event description:
As reported from our affiliates in finland, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, there was resistance when advancing the delivery system and valve through the sheath. Tracking difficulty was encountered and there was also difficulty with valve alignment. During valve expansion, blood was seen in the inflator and was unable to deploy the valve. Upon removal, it was unable to remove the delivery system and valve thorough the sheath. The valve could not be pulled back into the sheath and was distal to the sheath tip. The burst balloon may have made it more difficult to pull back the valve and the balloon into the sheath. The valve was noted to be outside the sheath and may have caused damage to the artery. The femoral and iliac artery were damaged and was repaired surgically. The patient is stable post procedure. Per engineering evaluation, multiple struts bent at the outflow aspect was noted and a tear was found in the liner at distal tip.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05884. Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall tavr procedure and may require intervention. The valve was returned crimped on a burst inflation balloon in a jar without solution. No functional and dimensional testing was able to be performed due to device return condition (bent struts). The returned devices were evaluated , and the following are the observations made: multiple struts were bent outwardly at outflow; no bent struts observed on inflow side. A review of imagery provided showed the access vessel and anatomy of patient had presence of tortuosity and calcification. During manufacturing, all sapien 3 valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. A review of the complaint history from november 2020 to october 2021 revealed additional similar complaints for frame damage for sapien 3 (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history review, complaint history review, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''patient had quite challenging anatomy, calcified and tortuous vessels in the area of arteria femoralis and arteria common iliaca and tortuous abdominal aorta. The wire route was bit difficult to create and the physicians used stiff wires and also back up those with second wires. Sheath insertion was surprisingly easy but, when starting to deliver the ds+valve through the sheath, high push force was noticed. Valve alignment after the abdominal curve was felt more resistance as normal. The valve could not be pulled back into the sheath and was distal to the sheath tip. The burst balloon probably made it more difficult to pull back the valve and the balloon into the sheath''. Per training manual, ''if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)''. In this case, the valve could not be retrieved through the sheath due to the tortuous/calcification anatomy, and excessive manipulation can result in bent struts at outflow. As such, available information suggests that patient factors (tortuosity and calcification) and /or procedural factors (excessive manipulation/ withdrawal of crimped valve) may have contributed to the complaint event. In this case, the vessel perforation cannot be confirmed, however, may be related to patient/procedural factors. Since no product non-conformances were identified, a product risk assessment (pra) escalation and corrective/preventative action (CAPA) are not required.